Event description:
While wearing the external equipment, the pt reportedly experienced no sound percept. External equipment was exchanged. However, the problem was not resolved. In 2005, the pt was seen at the center for evaluation. Programming adjustments were made. However, the center was unable to further test the device. The 4th day, the center communicated that testing performed confirmed that the pt's c1 device was no longer functioning. Surgery to explant the pt's device was scheduled.